Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. It was reported that the patient was in the hospital in (B)(6) 2018 due to a nose bleed. The patient was presented to the emergency room (ER) on (B)(6) 2018 with ongoing complaints of exhaustion and shortness of breath. The patient reported that the symptoms have been going for weeks but have been significantly worse for the past 2-3 weeks. The patient finds themselves dozing off and getting incredibly winded and out of breath with any form of exertion. During examination, the patient was noted to have mild congestion. Lab results were significant for microcytic anemia suggesting that the patient had an iron deficiency. The patient was started on IV lasix and treated with 1 unit of packed red blood cells (prbcs) on (B)(6) 2018. On (B)(6) 2018, an esophagogastroduodenoscopy (egd) was done and revealed that a gastric nodule was biopsied, one colon polyp was removed and not retrieved, a small sigmoid arteriovenous malformation (avm) with scant blood cauterized, tics on the left colon and hemorrhoids. The patient was started on an iron supplement. Torsemide dosage was also increased. The anemia was thought to be from nose bleeds. The patient was diuresing well and discharged home in stable condition on (B)(6) 2018. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(4) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient presented to the emergency room on (B)(6) 2018 with ongoing complaints of exhaustion and shortness of breath. The patient reported the symptoms have been occurring for weeks but have been worsening for the past 2-3 weeks. The patient has been dozing off and getting winded and out of breath with any form of exertion. The patient was started on IV lasix. Labs were significant for microcytic anemia. The iron panel was suggestive of deficiency. The patient was treated with 1 unit of packed red blood cells on (B)(6) 2018. An esophagogastroduodenoscopy was done on (B)(6) 2018 and it revealed a gastric nodule that was biopsied, a colon polyp that was removed and not retrieved, a small sigmoid arteriovenous malformation (avm) with scant blood cauterized, tics on the left colon and hemorrhoids. The patient was started on an iron supplement. Hemoglobin and hematocrit (h&h) on admission was 9.0 mg/dl and 29.7 mg/dl. At discharge h&h was 8.6 mg/dl and 28.5 mg/dl. The anemia was thought to be from nosebleeds. The patient was diuresing well and discharged home in stable condition on (B)(6) 2018. Torsemide dosage was increased. No additional information was provided.